Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On september 25, 2013, the patient began experiencing exacerbated asthma and pneumonia, with symptoms of chest tightness, dry cough, blood tinged sputum, and bronchial irritation. On (B)(6) 2013, the patient experienced wheezing, followed by the feeling of a body temperature change on (B)(6) 2013. On (B)(6) 2013, the patient experienced a productive cough and was seen in the emergency room and admitted. The patient was treated with atrovent and proventil, dilaudid and percocet. According to the complainant, the patient was discharged on (B)(4) 2013. Baseline spirometry values: visit date: 18-apr-2013 pre-bronchodilator fev1: 2.27 fev1 % predicted: 75.92 fvc: 3.81 fvc % predicted: 105.54 post-bronchodilator fev1: 2.96 fev1 % predicted: 99.00 fvc: 4.26 fvc % predicted: 118.01

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient began experiencing exacerbated asthma and pneumonia, with symptoms of chest tightness, dry cough, blood tinged sputum, and bronchial irritation. On (B)(6) 2013, the patient experienced wheezing, followed by the feeling of a body temperature change on (B)(6) 2013. On (B)(6) 2013, the patient experienced a productive cough and was seen in the emergency room and admitted. The patient was treated with atrovent and proventil, dilaudid and percocet. According to the complainant the patient was discharged on (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.27, fev1 % predicted: 75.92, fvc: 3.81, fvc % predicted: 105.54. Post-bronchodilator: fev1: 2.96, fev1 % predicted: 99.00, fvc: 4.26, fvc % predicted: 118.01. Additional information received as of (B)(4) 2013: according to the complainant, the patient did not experience pnuemonia, however, the patient did experience pleurtic chest pain. Additional information received as of (B)(4) 2013: according to the complainant, the event of pleuritic chest pain was considered resolved as of (B)(6) 2013. According to the complainant the event of exacerbated asthma was considered resolved as of (B)(6) 2013. Additional information received as of (B)(4) 2013: according to the complainant the cough experienced after the third bronchial thermoplasty treatment continues even after the resolution of the exacerbated asthma, the cough was treated with hycodan. The cough has not resolved. On (B)(6) 2013, the patient began experiencing musculoskelatol pain, likely due to the cough. Additional information received as of (B)(4) 2013: according to the complainant the patient was prescribed hycodan prn for the cough from (B)(6) 2013. The location of the musculoskeletal pain is on the left side under breast and mid back. Additional information received as of (B)(6) 2013: according to the complainant, the event of cough was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient began experiencing exacerbated asthma and pneumonia, with symptoms of chest tightness, dry cough, blood tinged sputum, and bronchial irritation. On (B)(6) 2013, the patient experienced wheezing, followed by the feeling of a body temperature change on (B)(6) 2013. On (B)(6) 2013, the patient experienced a productive cough and was seen in the emergency room and admitted. The patient was treated with atrovent and proventil, dilaudid and percocet. According to the complainant the patient was discharged on (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.27, fev1 % predicted: 75.92, fvc: 3.81, fvc % predicted: 105.54. Post-bronchodilator: fev1: 2.96, fev1 % predicted: 99.00, fvc: 4.26, fvc % predicted: 118.01. Additional information received as of (B)(4) 2013: according to the complainant, the patient did not experience pnuemonia, however, the patient did experience pleurtic chest pain. Additional information received as of (B)(4) 2013: according to the complainant, the event of pleuritic chest pain was considered resolved as of (B)(6) 2013. According to the complainant the event of exacerbated asthma was considered resolved as of (B)(6) 2013. Additional information received as of (B)(4) 2013: according to the complainant the cough experienced after the third bronchial thermoplasty treatment continues even after the resolution of the exacerbated asthma, the cough was treated with hycodan. The cough has not resolved. On (B)(6) 2013, the patient began experiencing musculoskelatol pain, likely due to the cough.

Manufacturer narrative:
Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).